Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to burning sensation at the device site. This symptom indicates a possible infection. The technical service (ts) advised discussing with the clinic. No additional adverse patient effects were reported. This device remains in service.